Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and leads expired due to abdominal sepsis approximately two weeks after implant. The previously implanted system had been explanted due to infection. It was reported the infection had cleared prior to the implant of this system.